Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that the battery prematurely reached end of life due to inadequate maintenance. Battery was not test cycled as required, it was only test cycled 3 times. No adverse event reported. On (B)(6) 2013 - upon qa review for closure, it was determined that this ccr is to be reclassified from a non-complaint (svc report) to product complaint and report to the FDA.